Event description:
Customer reported a crack on the screen of the insulin pump. Customer stated that the insulin pump fell on the floor. Customer's blood glucose reading at the time of the call was 108 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.